Event description:
It was reported an air embolism and death occurred. A left atrial appendage closure (laac) procedure was being performed. A watchman trusteer access system (was) and a watchman flx pro laa closure device & delivery system (wds) was selected for use. Pre-images of the laa were taken with transesophageal echocardiography (tee). The laa appeared clear of any thrombus. Venous access was obtained in the right femoral vein. Transeptal access was performed with the baylis rf wire. A pigtail was placed into laa, and an angiogram was performed. The wds was opened and prepped on the table. During this time, the anesthesia provider stated there was a drop in pressure and end tidal volume. Anesthesia provided medicine support and cardiopulmonary resuscitation (CPR) was started. Patient had st segment elevation, and the tee showed air in the left ventricle. Multiple rounds of CPR were performed, as well as defibrillation. Medical intervention was stopped and patient expired at 11:17 am, on (B)(6) 2025. The physician suspected that the air entered the patient's left ventricle during the contrast injection to the laa.

Manufacturer narrative:
With all the available information, boston scientific (bsc) concludes: device technical analysis: the watchman trusteer? Access system was discarded; therefore, returned device analysis could not be completed. Device history record review: a review was completed of the device history records (DHR) for the watchman trusteer? Access system, part # m635tu90050 batch # 0037783769. The device was processed through all normal operational conditions and passed all acceptance activities. The DHR review did not identify any deviations or non-conformances that could have contributed to the event. Labeling review: there was no evidence to suggest that the device was used in a manner inconsistent with the labeling. Watchman trusteer? Access system instructions for use (IFU) lists potential complications, risks and adverse events that may be associated with the use of this device which include air embolism, (st segment elevation) (resuscitation) hypotension, (medication required) and death. Risk review: a risk review was completed and confirmed that the events of air embolism, (st segment elevation) hypotension, and death were defined in the risk documentation. These event types have been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion: based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.

Event description:
It was reported an air embolism and death occurred. A left atrial appendage closure (laac) procedure was being performed. A watchman trusteer access system (was) and a watchman flx pro laa closure device & delivery system (wds) was selected for use. Pre-images of the laa were taken with transesophageal echocardiography (tee). The laa appeared clear of any thrombus. Venous access was obtained in the right femoral vein. Transeptal access was performed with the baylis rf wire. A pigtail was placed into laa, and an angiogram was performed. The wds was opened and prepped on the table. During this time the anesthesia provider stated there was a drop in pressure and end tidal volume. Anesthesia provided medicine support and cardiopulmonary resuscitation (CPR) was started. Patient had st segment elevation, and the tee showed air in the left ventricle. Multiple rounds of CPR were performed, as well as defibrillation. Medical intervention was stopped and patient expired at 11:17am, on (B)(6) 2025. The physician suspected that the air entered the patient's left ventricle during the contrast injection to the laa.